Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The nvram was evaluated and identified as failing. The customer was instructed with a software work around. The customer refused further on site service and no further service info is available at this time.